Manufacturer narrative:
A patient experiencing uncomfortable stimulation causing them the need to use the bathroom frequently was reported to abbott. A lead revision surgery has not been scheduled. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00241. It was reported the patient is experiencing uncomfortable stimulation causing them to use the bathroom frequently. Further information received indicates the leads have migrated. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates the leads were explanted and replaced. Effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.